Event description:
This ra lead was implanted on (B)(6) 2005 and was explanted on (B)(6) 2011 due to dislodgement. The physician was dr. (B)(6) at (B)(6) center in (B)(6), va. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).